Manufacturer narrative:
Evaluation of the returned catd confirmed a facture distal to the hub. If the device is forcefully mishandled at extreme angles during use, damage such as this may occur. This damage likely contributed to the reported inability to aspirate during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a dialysis fistula using an indigo system catd aspiration catheter (catd), an indigo system aspiration tubing (tubing), and a non-penumbra short introducer sheath. During the procedure, the physician advanced a catd through a short introducer sheath into the target location. Next, the physician directly connected the catd to the aspiration tubing without the use of the rotating hemostasis valve (rhv) and then initiated aspiration. However, no aspiration was observed and subsequently, it was noted that the proximal end below the hub of the catd was broken. Therefore, the catd was removed. The procedure was completed using a new catd and the same short introducer sheath. There was no report of an adverse effect to the patient.